Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured from october 28, 2013 to october 29, 2013. Evaluation summary: the device was returned for evaluation with 36 ml of solution in its bladder and labeling indicating it was filled with fluorouracil and the diluent saline. Visual inspection found no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was then performed which found the flow rate to be within the specification range of the product, though the exact conditions of the reported event could not be used as they were not reported. The reported condition could not be replicated; however, the flow restrictor being placed higher than the bladder during infusion was reported and is a known cause of decreased flow rate. The clinical manual guide for baxter elastomeric pumps states "once connected to the patient's catheter/port, instruct the patient to keep the top of the infusor as close to the level of the luer lock connector as possible" (to achieve an accurate flow rate). A formal review of the label for the product family will be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor under infused. The device had been filled with 72 ml fluorouracil and 28 ml saline solution. The reporter stated that the expected infusion time was 46 hours, but after 46 hours there was still some drug solution remaining in the bladder of the device. It was reported that the solution was confirmed to flow prior to infusion, and that the flow restrictor was positioned higher than the bladder during the infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.